Event description:
It was reported that the pump's alarm sound was not annunciating and vibration was too low. The customer¿s BG level was displayed as ¿Low¿; however, a specific value was not provided. BG was addressed via consumption of glucose tablets. Reportedly, customer continued using pump for insulin therapy.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.